Event description:
During a pars plana vitrectomy and scleral buckle, surgeon noticed a piece of metal inside the eye. The piece of metal came from the tip of the bausch and lomb, 20 gauge high speed vitrectomy cutter. Surgical team did foreign body removal.